Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had down button sticky and had to double press for response. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had failed battery test, within a week less than 5 days and at most 8 battery running through fresh new room temperature batteries back to back. Customer stated that insulin pump was shuts off when changing with new battery. Customer stated that hairline fracture on battery compartment near threads as well as reservoir area top near cracked hairline fracture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly, no failed battery alert and button keypad anomaly due to blank display. Device received with cracked battery tube threads and cracked reservoir tube lip.